Event description:
The patient reported one of their leads had been turned off because it was not working. It could not be determined if it was the right ventricular (rv) or right atrial (ra) lead that was not working. Both leads remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.